Event description:
A valiant thoracic stent graft was inserted in a patient for the endovascular treatment of thoracic aortic aneurysm. The physician commented that the patient's vessels were not in good condition. It was reported that six days post implant a CT revealed a distal type I endoleak coming from the vamf3636c150tj. The physician decided to monitor the patient. The distal type I endoleak is likely related to the aneurysm expansion; however, the exact cause of aneurysm expansion is unknown. It was reported that one month later the patient presented with back pain and was discovered that the aneurysm had ruptured. It is unknown if there was a type I endoleak or a possible dissection the location of the extravasation was near the distal vamf3636c150tj stent graft. The physician implanted a vamf3636c200tj which repaired the rupture successfully. The exact cause of the rupture was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, dissection, rupture). Patient's condition affected effectiveness of device (anatomy related; diseased vessels). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; diseased vessels).

Event description:
Additional information was received as follows: a valiant vamf3636c200tj was implanted for the aneurysm expansion and a distal type I endoleak. These events were confirmed after the stent graft was implanted. Two days later the patient had a secondary intervention where the physician performed a touch-up with a balloon and coiled the region where the distal type I endoleak was coming from. The endoleak resolved. The patient is fine. Post-implant films were received and reviewed and show that the stent grafts were placed beginning just distal to the lsa, to approximately 2cm above the celiac. There appear to be 3 stent grafts overlapping each other. Stents have been placed in the iliac arteries bilaterally. There is an area of sharp angulation in the distal stent graft. An endoleak is seen in the distal thoracic aorta, in a straight section just proximal to the sharp angulation, in a location with 2 overlapping stent grafts. The endoleak is possibly a type iii fabric, but cannot rule out a type iii junction, although there appears to be sufficient overlap. The cause of the endoleak could not be determined. No obvious dissection was observed.

Manufacturer narrative:
Method: film.